Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the dilator detached. Reportedly, the detached dilator did not fall loose inside the patient. The physician removed the device and completed the procedure with another uphold vaginal support system with no complications to the patient. The patient, who was reportedly over 18 years of age, was fine at the conclusion of the procedure.